Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported prior to patient contact, a water drop was found in front of the inner wall of the inner catheter. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. In addition, a review of complaint history, the device history record, drawings, manufacturing instructions, quality control data, and specifications was performed. One device was returned for investigation. A visual examination of the returned device did not find foreign matter when the device was checked in and evaluated. A leak test was conducted and no leaks were noted. The customer¿s difficulty could not be recreated. The device history record was reviewed and noted 3 non-conforming devices with foreign matter embedded in packaging material during production. These items were scrapped. There were no other non-conformances noted that would cause or contribute to the reported failure mode. A review of complaints history revealed there have been no other complains associated with lot number 8026445. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the available information, the root cause of the failure is unknown. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.